Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After the surgery, screw breakage was noted. On (B) (6), 1/2 weight bearing started. On (B) (6), full weight bearing started. On (B) (6), it was found that the distal screw was found broken. According to the doctor, the patient's bone union is being achieved. Revision surgery will be performed in summer 2010.